Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was found to have an gi bleed and her hemoglobin had dropped to 606. No further information was provided.

Manufacturer narrative:
The patient continues on lvad support with no further issue reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The patient remains ongoing on vad support. A correlation between the device and the reported gi bleed could not be determined. The instructions for use lists bleeding as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.